Event description:
It was reported that the device¿s low battery status alert was turned on and since then the patient had been hearing tones from the device all day long. The patient was seen by the physician and no alerts had triggered. The patient called the device manufacturer and identified one alert tone as similar to the one they were hearing. The patient was seen again by the physician and this time it was noted that the device was alerting for elective replacement indicator (eri). The device was explanted and replaced. It was further reported that the atrial lead was fractured. The lead was capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d224trk implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6); 694965 implantable tachy lead implanted: 2005 (B)(6). (B)(4).